Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed motor error and no delivery. Customer's blood glucose reading was 251 mg/dl. Customer reported significant events leading to the alarm may have been caused by a protruded drive support cap. Customer did mention that she is having surgery soon, but did not specify whether or not the surgery was diabetes related. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.